Event description:
It was reported that the device stopped working during use. The failure was identified immediately by the nursing team, the ventilator was replaced and the patient was ventilated manually for a short period of time. No harm to the patient was reported.

Manufacturer narrative:
The affected device was examined onsite by draeger service technician and the service report as well as the log file were made available for further investigation at the manufacturer¿s site. Based on the log file review it could be confirmed that the device performed several individual restarts on the on (B)(6) 2023. Other than reported as date of event, on the (B)(6) 2023 no restarts were logged. A pcb cpu out of tolerance was identified as root cause for the restarts. The affected pcb cpu needs to be replaced prior to next patient use. A restart is the specified device behavior to set all interrupted sw processes back to a controlled state in case of a significant deviation that occurred during operation. An audible alarm is posted by the device and when the restart occurs, and the device briefly powers off and then back on. During this time, the evita emergency-breathing valve is open allowing spontaneous breathing. After a successful restart, the device alarms audible and visible with the high priority alarm ¿minute volume low !!!¿ until the lower alarm limit had been reached again. In the current event, the device reacted as specified, performed restarts to remedy a deviation and generated accompanying alarms. After successfully restarting the device continued ventilating the patient with the previous setting. There were no patient health consequences reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. H3 other text : on-going.